Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. An examination of the balloon/blade identified no issues. The balloon wings were relaxed. A visual and microscopic examination found no issues with the balloon or blades that may have potentially contributed to the complaint incident. The tip section of the device was visually and microscopically examined, and no issues were noted with its profile that may have potentially contributed to the complaint incident. A visual and microscopic examination found no issue with the profile of the device's markerbands which may have contributed to the complaint incident. A visual and tactile examination identified a mid-shaft kink located at 16 mm proximal of the port bond and multiple hypotube kinks on several locations along the hypotube shaft. The kinks which were observed on the shaft of the device are consistent with excessive force that could have been applied to the shaft.

Event description:
It was reported that a balloon delivery shaft fractured. The 75% stenosed target lesion, with a 2.75mm x 1.5mm diameter, was located in a moderately tortuous and severely calcified left anterior descending artery. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon delivery shaft was kinked. Furthermore, it was observed that the device fractured. The device was completely removed from the patient's body. No patient complications reported. It was further reported that the device was kinked and not fractured.

Event description:
It was reported that a balloon delivery shaft fractured. The 75% stenosed target lesion, with a 2.75mm x 1.5mm diameter, was located in a moderately tortuous and severely calcified left anterior descending artery. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon delivery shaft was kinked. Furthermore, it was observed that the device fractured. The device was completely removed from the patient's body. No patient complications reported.